Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented for change out. When the new pulse generator was connected it exhibited low out of range lead impedance. The device remained implanted. The patient was planned to continue to be monitored.